Event description:
It is reported that the tip of the lag screw reamer broke off and was left in the femoral head.

Manufacturer narrative:
This report will be amended when our investigation is complete.